Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following; air/water cylinder has foreign objects; outside shield unit is dirty due to water leakage; scope connector cover unit has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; micro connector unit in scope connector has corrosion due to water leakage; cable unit has corrosion due to water leakage; plug unit has corrosion due to water leakage; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; distal end cover has a scratch; adhesive around objective lens has discoloration; adhesive around light guide lens has discoloration; and the adhesive on bending section cover or distal sheath rubber rubber had a crack. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was not determined. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.